Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. Upon investigation, high voltage had deviated into low-voltage circuitry, damaging various components. The root cause for the high energy traveling to the low-energy circuitry was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to power on.